Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 46 mg/dl and a blood glucose of 99 mg/dl. Another suspend event was triggered by a sensor glucose of 43 mg/dl and a blood glucose level of 153 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications..